Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a patient's right ventricular lead presented with a fracture. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient status was unknown.